Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. No lot or batch number was provided; therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported by the sales rep that during a sleeve gastrectomy procedure, the battery was placed in the first device and test fired on the back table with no cartridge. A short power sound was heard and the device locked out. The knife reverse was tried, but would not work. The battery was then attempted to be removed, but it would not come out. The manual override was not attempted and the device was set aside. The case was completed with a fourth device of the same product code. There was a delay in the procedure due to the device issue, but the delay was less than an hour. There were no patient consequences reported; the sleeve leak checked fine.

Manufacturer narrative:
(B)(4). Batch # m54d0g. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. Upon further analysis the reverse button was noted to be non-functional making the device difficult to return the advanced knife. The knife was returned to its home position, manually and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing of the device the shrouds were disassembled to verify the condition of the internal components and the reverse button switch was noted to be glued and not moving freely. The reported event could not be confirmed as the device was received out of its sterile package. A test battery pack was inserted and removed without any difficulties during testing. No conclusion could be reached as no what may have caused the reverse button to be non-functional. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.